Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the patient parameters pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that after completing non-critical repairs on their device, the device had logged several event codes in the memory. There was no patient use associated with the reported event. The biomedical engineer requested that physio evaluate the device. Upon evaluation of the customer's device, physio-control observed that when attempting to charge the device up to 360 joules that it would lock-up. This would delay, or prevent, defibrillation from being delivered, if it were necessary.